Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e368 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e368 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, alarm #7: blood leak? (Centrifuge chamber). No trends were detected for this complaint category. This case is reportable as a MDR due to the reportable malfunction: alarm #7: blood leak? (Centrifuge chamber). The complaint category alarm #7: blood leak? (Centrifuge chamber) is associated with the kit; therefore, a MDR against the kit was filed to FDA for this case this assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis of the kit is complete. (B)(4).

Event description:
Customer called to report a blood leak alarm in the centrifuge chamber. Customer noted the centrifuge bowl and drive tube are both intact, however blood was found on the wall of the centrifuge. Customer aborted the procedure with no return of blood/products to the patient. Procedure was performed in double needle mode. - 200 ml whole blood processed. Customer stated patient is in stable condition. Customer stated there were no alarms during prime or during the procedure, only the blood leak alarm occurred. Customer will return kit for investigation.

Manufacturer narrative:
The kit was returned for analysis. Examination of the centrifuge bowl and drive tube found dried blood on the overmold of the drive tube where the drive tube is inserted into the bowl. The reason for the leak at that location was that there was no o-ring on the end of the overmold to properly seal the drive tube to the bowl. A pressure test confirmed a leak. The root cause of the missing o-ring was likely manufacturing operator error. Manufacturing operators performing this task have been re-trained. Investigation completed. (B)(4).